Event description:
T1 was placed correctly; and t2 would not deploy.

Manufacturer narrative:
Evaluation of device shows t2 still on the needle; issue addressed thru CAPA (B)(4); device was made prior to those changes.(B)(4)